Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported an occlusion alarm occurred. Customer¿s blood glucose level was 519 mg/dl. Customer delivered a bolus via the pump to address elevated bg. Reportedly, customer reverted to manual injections for insulin therpay.